Event description:
Total laparoscopic hysterectomy and bilateral salpingectomy done on (B)(6) 2013. Two of the stitches broke in the process. The first time both of the pieces were found, however the second time it broke a small 2mm piece of the needle couldn't be found. Reason for use: laparoscopic hysterectomy. Event reappeared after reintroduction: yes.